Event description:
It was reported that the infusion pump signaled high voltage after filling. The event occurred during the infusion to the patient and there was no patient harm reported.

Manufacturer narrative:
B3 - date of event- selected the first date of october 2025 as the date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.